Event description:
It was reported that the clinician recently experienced difficulty extracting three separate dual chamber pacemaker 7741 leads. The most recent procedure was the longest, a 7-hour case, where upon engaging the locking stylet and pulling, the lead 'disintegrated.' Besides prolonged procedures, no other adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.